Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 43mg/dl. Customer treated with food. Customer indicated that while in the hospital, their blood glucose value was 351mg/dl. No further details were given.